Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient said that they do not know if their stimulator was on or off but suddenly last night they noticed a difference in their pain and were worried that eventually their back would really start aching so they wanted the issue resolved. No further complications were reported/are anticipated.